Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control were within range and a general reagent issue could be excluded. It was noted the customer was not following the centrifugation recommendations.

Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin results on their e601 for one patient. The customer provided data for one reportable malfunction involving ft4. The customer stated the sample did not have any fibrin, bubbles, or clots. The patient's initial ft4 result was 0.235 ng/dl. The repeat result was 1.02 ng/dl. Both results were reported outside the laboratory. The patient was not adversely affected by this event. The ft4 reagent lot number was 178388; the expiration date was requested but not provided. The field service representative checked the sample probe alignment and system volume check and both were ok.

Manufacturer narrative:
This event occurred in (B)(6).